Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6), 2013. Subsequently, the patient was revised on (B)(6), 2014 due to screw loosening. No further information has been received.

Manufacturer narrative:
Only the screw portion was returned for evaluation. There was damage apparently due to the screw being loose in the joint space. No evidence of the underside of the screw head contacting the mating part was observed. When the screw is drawn tight to the femoral implant, sometimes a circular witness can be seen on the screw head. The threads were too damaged to check using a standard thread ring gage. An alternative method of checking the thread was employed. The minor diameter was found to be conforming to requirements. The pitch and major diameters were unable to be properly checked due to the damage described previously. The returned screw was damaged most likely from being free in the joint space most likely caused from not being tightened with sufficient torque during installation.

Manufacturer narrative:
No medwatch report was received. Current information is insufficient to permit a final conclusion as to the cause of the event. No further complications have been reported. Item has been returned and will be forwarded for evaluation. Upon completion of evaluation, a follow up report will be sent to the FDA.